Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The internal evaluation determined that this report is a duplicate of report with mfg report number: 8010042-2021-02145. H3 other text : 4119.

Event description:
It was reported that the ventilation stopped ventilating. There was no patient harm. Manufacturer's ref.#: (B)(4).